Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #:(B)(4).

Event description:
A site reported to rxsight that a light adjustable lens+ (lal+, sn (B)(6), +22.0d) was explanted due to an incorrectly chosen iol power. A new lal+ (sn (B)(6), +10.0d) with a different iol power was implanted as a replacement.